Event description:
It was reported that during a da vinci-assisted benign total hysterectomy procedure, the "space of douglas could not be secured" at the time of vaginal incision. As a result and due to the risk of rectal damage, the surgeon elected to convert to open surgery. No blood transfusions were administered. There were no reported errors. The weight of the removed uterus was 500g. The case was completed successfully. Per the crc and the physician's judgement, the event was unrelated to the da vinci surgical system. The surgeon/site does not believe an isi product caused or contributed to the reason for the conversion to open surgery. Intuitive surgical, inc. (Isi) followed-up with the initial reporter and obtained the following additional information: there was bleeding due to an unknown cause that did not require a blood transfusion and a conversion to laparotomy due to anatomical features. The inability to secure adequate space of douglas was reported to be related to the patient¿s anatomy rather than a malfunction of an isi product. There was no report of a product malfunction and it was indicated that the devices used are not available for return. The patient was reported to have been ¿discharged safely without any complications.¿

Manufacturer narrative:
Based on the information currently provided, the root cause of the reported bleeding remains unknown. Additionally, the reported need to convert to another modality was reported to be related to the patient¿s anatomy and not a problem with an isi product. It was reported that no devices would be returned for evaluation as there was no report of a product problem. The system logs were reviewed for the procedure and no related errors were observed. No images or video clips were provided for review. This complaint is being reported due to the following conclusion: the patient experienced bleeding due to an unknown cause and the procedure was converted to another modality due to there being insufficient space of douglas for the procedure. At this time, it is unknown what caused the reported bleeding to occur and what was done to resolve it.